Event description:
A customer contacted beckman coulter regarding the incorrect placement of gates by the fc500 (with stemcxp software) instrument. The customer indicated that the incorrect placement of gates in 2 histograms lead to a false increase in cd34+ absolute count. The incorrrect placement of gates resulted in debris being counted as cd34+ events. As a result of the inclusion of the debris in the cd34+ events, a falsely elevated cd34+ absolute count value was reported by the instrument. No additional event information was propvided by the customer. Based on the available information, there was no impact to patient treatment.